Manufacturer narrative:
.

Event description:
It was reported that the pt had experienced respiratory arrest. The pt was admitted to the hospital. Per the rptr, the pt tested positive for opiates in his system. The hcp reported that the pt was never very sick and they wanted to see if the pump may be the cause of the sudden issue. The pt had been hunting and going up into the mountains and the hcp was wondering if the high altitude could have changed something with the pump. It was also reported that the pt had not had his pump serviced since 2005 due to unpaid medical bills. At that time the pump had been filled with dilaudid. A CT scan of the belly was being done; results were not provided. A company representative had interrogated the pump; per the rptr, this did not reveal anything. The area over the pump was noted to be red and warm to the touch. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.